Event description:
It was reported that the pump started beeping with no error message showing on screen. No patient injury was reported.

Manufacturer narrative:
Other text: customer reported that the pump started beeping with no error message showing on screen. Tamper seals were intact, device found broken on front and rear housings. Na unit was received as regular service. Performed occlusion test and pump worked properly. Unable to determine the cause of the problem. Replaced dso as preventive measure.

Event description:
It was reported that the pump started beeping with no error message showing on screen. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the pump started beeping with no error message showing on screen. Tamper seals were intact, device found broken on front and rear housings. Na unit was received as regular service. Performed occlusion test and pump worked properly. Unable to determine the cause of the problem. Replaced dso as preventive measure.

Event description:
It was reported the device was in use with patient and the device gave a "no disposable- clamp tubing" alarm. No adverse effects.